Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The impella device was not returned for evaluation. Clinical details noted that a leak was observed between the red plug and purge sidearm of the pump. The leak was temporarily secured but it was not noted if the leak fully resolved. The root cause of the purge leak - pump was most likely due to a damaged sidearm based on clinical details, however, the exact location of the leak could not be definitively determined as no product was returned for evaluation.

Event description:
The complainant reported that a purge system rupture occurred during impella cp support. It was noted that fluid was leaking from between the red plug and purge sidearm. The staff was advised to perform a purge filter bypass and the leak site was secured to ensure a tight seal. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. D.6b explant date is unknown as noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿